Event description:
Information received via complaint form indicates that the balloon cannot be inflated due to blocking way.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no reports of a patient being harmed as a result of this malfunction. An investigation was performed based on the returned sample provided by customer. Based on the investigation finding, malfunction of the product was due to collapsed inflation lumen found on the reinforcement of the catheter shaft caused by the clamping during the catheterization process. No additional information is expected.